Event description:
It was reported that a guide wire tip detachment occurred. The chronic total occlusion (cto) target lesion was located in the anterior tibial artery. A 300cm straight tip v-14¿ control wire® was used with a non-bsc crossing catheter in an attempt to access the vessel. The tip of the v-14 wire lodged in the hard chronic calcium and sheared off in the anterior tibial artery. The physician decided to leave the tip of the wire as there was no flow; the vessel was completely shut off. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).